Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds). The stent, balloon, and shaft were examined. The balloon was tightly folded. The majority of the stent struts that were stretched which extended over the tip. There were numerous hypotube and shaft kinks throughout the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 24 x 3.00 rebel stent, it was noted that the stent was out of the balloon catheter. The device never entered the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 24 x 3.00 rebel stent, it was noted that the stent was out of the balloon catheter. The device never entered the patient's body. No patient complications were reported.